Event description:
Pt reported the infusion set often leaked insulin, and she experienced elevated blood glucose of 500 mg/dl and nausea as a result. Pt changed the infusion set and delivered insulin via the infusion device as a correction. She switched to a different type of infusion set and has experienced no further issues. The infusion sets were requested for evaluation. She did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.